Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder arthroscopy procedure a 2.3mm osteoraptor was used, a guide was placed, the drill was placed and the anchor was impacted, at the moment when the thread was passed through the tissue with forceps, it was evident that the thread was no longer holding the anchor. Another anchor of the same reference was used to completed the procedure, there was no significant delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: part of the reported device, used in treatment, was received for evaluation. There was not a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A visual inspection of the returned device found that it is not in its original packaging. The anchor and sutures were not returned with the device. There is debris on the shaft. A functional evaluation could not be performed due to the condition in which the device was received. The complaint was not verified, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure a 2.3mm osteoraptor was used, a guide was placed, the drill was placed and the anchor was impacted, at the moment when the thread was passed through the tissue with forceps, it was evident that the thread was no longer holding the anchor. Another anchor of the same reference was used to completed the procedure, there was no significant delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.